Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain and bleeding. The patient¿s system was explanted and they were administered antibiotics for a suspected infection.

Manufacturer narrative:
The device was not returned to saluda for analysis. The root cause of the suspected infection was not able to be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalization with intravenous antibiotic therapy... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." Manufacturing records were reviewed and the device met all requirements for release with no anomalies detected.